Event description:
A report was received that the patient will undergo a pocket revision due to pain caused by the pocket being too shallow. The physician will relocate the pocket from the right buttock to the patient's abdomen.

Event description:
A report was received that the patient will undergo a pocket revision due to pain caused by the pocket being too shallow. The physician will relocate the pocket from the right buttock to the patient's abdomen.

Event description:
A report was received that the patient will undergo a pocket revision due to pain caused by the pocket being too shallow. The physician will relocate the pocket from the right buttock to the patient's abdomen.

Manufacturer narrative:
Additional information was received that the planned pocket revision is still not scheduled yet.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision. The ipg was moved from the left buttock to the left abdomen. The leads were replaced due to physician's preference and added new extension. The patient was doing well following the procedure.